Event description:
A report was received that the patient had an infection at the ipg site. Symptom was drainage. It was also noted that the patient had a difficulty charging of the ipg and that the device was eroding through her skin. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom was drainage. It was also noted that the patient had a difficulty charging of the ipg and that the device was eroding through her skin. The patient was prescribed antibiotics. The patient underwent an explant procedure.